Event description:
(B)(4).

Manufacturer narrative:
(B)(4). In a follow up with the facility, the reporter stated that they have had no previous issues with t he pump. The reporter confirmed that there was no harm to the pt. The reporter also stated that the nurse was using a full 1 liter bag of saline for the infusion. The actual pump involved in the event has not been received yet for evaluation and the investigation is on-going at this time. A follow up report will be submitted when the results become available.